Event description:
It was reported that the surgeon was not able to fasten one screw completely when securing the modular block to the stem. The surgeon completed the case with a different size device.

Manufacturer narrative:
Evaluation summary: the failure mode alleged from the field could not be replicated. The device was found to function as intended. No further engineering analysis is necessary. As returned, the modular block was dimensionally analyzed and found to be within specification where measured. The screw holes were analyzed with gauge 25-2000-141-00 and were found to function as intended. Additionally, the crc block was tested with a versys crc stem and appropriate screws. The crc block was found to function as intended. The device history records were reviewed and found to be conforming to manufacturing, inspection, and packaging specifications.